Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 2 instances of call service alarm 006 failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 5 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to eeprom failures. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm 006 issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-63 years of age and between 150 and 180 pounds. Of the reported patients, 3 were male and 2 were female.